Manufacturer narrative:
No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump had indicated "empty," despite the medication bag being full. Continuous infusion rate had been set at 2.86 ml/hr. The starting/original reservoir volume was 131.2 ml, while the remaining reservoir volume was reported as empty by the pump, contrary to visual confirmation of a full bag. The length of infusion had been set to 46 hours. The event occurred while in use with a patient at the hospital and the operator of the device was a health professional.

Manufacturer narrative:
Device was not returned for analysis. No event history log provided. Product not returned. No evidence provided for review. Service history review identified the complaint was not related to a previous service of the device within the review period. Based on the review of information provided from the customer we are unable to determine a probable cause as the device was not returned for evaluation. Unable to confirm complaint as no device was returned.